Event description:
It was reported that during a surgical procedure a cloud of smoke was coming from the plastic portion of the permanent cautery hook instrument, located before the hook area of the instrument. The instrument was removed and replaced and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.